Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated the rv lead was replaced and an is4 pin plug was placed in the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon review of the patient, multiple non-sustained ventricular tachycardia episodes, which appeared to be oversensing of noise on the right ventricular (rv) lead. Intermittent episodes of oversensing were observed on the episodes list since approximately five months prior, all occurring at the same time of the day. In addition, an ongoing small number of sensing integrity counter (sic) was observed since implant. It was noted the noise was unable to be reproduced in office with arm and pocket manipulations. In addition, it was added the patient had a left ventricular (lv) lead implanted, which was coiled and tucked behind the can as they were unable to position lead and no lv plug was available at the time. The patient will continue to be monitored more frequently via remote monitoring and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated the patient was seen again for inhibition of ventricular pacing due to noise or suspected emi. It was noted the patient had an inactive lv lead under the device for possible future placement and it was questioned if the lv lead was "acting as an antenna" and generating noise on the rv lead as evidenced in the egm. The patient was seen in clinic and the inhibition of pacing was reproducible in office. The patient was admitted and scheduled to receive a new rv lead. No patient complications have been reported as a result of this event.